Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, backlight anomaly, no delivery/occlusion alarm, charge/battery lasts less than expected, and damage (physical or cosmetic). The customer reported hyperglycemia and hypoglycemia treated with others. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l. The customer reported a past insulin flow blocked alarm. The customer reported a short battery life or a low battery alarm. The customer reported high bgs. The customer reported low bgs. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a backlight anomaly. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l.

Manufacturer narrative:
No excessive amounts of scratches were found on the lcd display window during an initial inspection. The display was easily able to be read and the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file shows on (B)(6) 2024 there was a low battery alert (09:16) and a change battery fault (replace battery) alert (18:47) triggered. There were no excessive or unusual power/battery-related alarms noted in the history files. No insulin flow blocked alarm occurred on the event date (5/16/2024) however, there was one on (B)(6) 2024 at 09:28 that occurred during a cl1glucosecorrectionplusfoodbolus delivery and three (3) on (B)(6) 2024 during cl1glucosecorrectionplusfoodbolus, cannulafill, and cl1autobolus deliveries. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. The complaint of heavily scratched lcd display making the display hard to read (backlight anomaly) is not confirmed however there are minor scratched on the lcd window. The complaint of diminished battery life, randow insulin flow blocked alarms, and no/random high/low bg alerts are all not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.